Manufacturer narrative:
Date of event: unknown, an exact date was not provided. But it was mentioned that the symptoms were first observed between 1 and 4 weeks post-op; therefore the best estimate is (B)(6) 2018. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model pcb00 +29.0 diopter), the patient experienced severe positive dysphopsia. Reportedly, the symptoms were first observed between 1 and 4 weeks post-op and they currently interfere with the patient''s ability to drive. It was also noted that the patient had a limited yag (yttrium aluminium garnet) 2 months post surgery which did not resolve the symptoms. No other medical or surgical intervention was performed or planned at present, though the customer is considering a silicone piggyback lens if thought useful. Patient vision is 6/4 unaided. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).